Event description:
It was reported that during blood draw with bd vacutainer® sst¿ ii advance plus blood collection tubes, there was insufficient vacuum and blood flow rate was slow. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd did not received samples or photos for evaluation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.